Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/09/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was observed cut in two pieces with a haptic detached. Those conditions could be related to the explant process. Due to the conditions in which the sample returned, the reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zmb00 22.5 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2013. It was later explanted on (B)(6) 2017 due refractive error, poor vision, halos, and glare. The lens was replaced with a different model. No additional information was provided.